Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed, and the cause appears to be use related. One single lumen broviac catheter was returned for investigation. The catheter extended 3.2cm from the distal end of the clamping oversleeve. A longitudinal split with curved ends was noted in the intermediate tubing just distal to the clamping oversleeve, which is consistent with burst related damage. Blood residue was visible within the catheter. The inner tubing exhibited a longitudinal split. Under microscopic magnification, the split surfaces of the catheter exhibited a smooth and granular surface. The cross section at the distal end of the catheter exhibited a glossy and striated surface, which is indicative of a cut made with a sharp instrument. The damaged section of the catheter may have been cut away in order to make a repair. A tactual investigation revealed elastic weakness in the tubing around the splits. Functional testing revealed leaking from the longitudinal splits in the concentric layers of tubing. The inner tubing was cut longitudinally in order to observe the inner lumen. The inner lumen wall exhibited longitudinal splits that did not fully penetrate the catheter. It is unknown if the splits within the lumen are a result or contributor to the burst observed in the catheter; however the damage observed appears to have occurred during use. The remainder of the catheter was not returned for investigation. It is unknown if the lumen was occluded distal to the leak site. To help maintain catheter patency, flushing frequencies from once daily to once weekly have been found to be effective when the catheter is not in use. Flush with heparin after IV administration of total parenteral nutrition, IV fluids, or after medications. For frequently accessed catheters (accessed at least every 8 hours), flushing with 10 ml of sterile saline without heparin between infusions has been found to be effective. Caution: do not use a syringe smaller than 10 ml to flush or confirm patency. A thrombolytic solution may be used to declot the catheter if the lumen is occluded. A lot history review (lhr) of rezb1573 showed no other similar product complaint(s) from this lot number.

Event description:
On 06/13/2016-it was reported by user facility that the rn was flushing a patient's broviac catheter with a 10cc ns syringe to obtain scheduled labs. It was stated that approximately 6cc of ns was flushed without difficulty when the line "split open". The rn reportedly clamped above the fractured line and called for assistance from the charge nurse to assist with salvaging the line. The patient was stable and vitals were stable but the patient required a piv to receive scheduled tpn nutrition while the line was being salvaged. The line was successfully repaired with no patient harm.